Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported the patient's condition is satisfactory.

Manufacturer narrative:
10/1/1998-supplemental report #1 sent to FDA. Additional data entered in d9 (date product received). Device evaluation indicated and codes entered in h3 and h6.